Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in united kingdom. D10: concomitant medical products, part (lot): -sagl2244(66740918). Associated product information: -sagp0001(67053739). -118001(j7691127). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision reverse shoulder arthroplasty due to dislocation. During the revision, the glenoid augment and central post were explanted and replaced with larger-sized components, and the humeral head and taper adapter were exchanged for new ones. Attempts have been made and no further information has been provided.